Manufacturer narrative:
The device was returned to cardiac surgery on feb 08, 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview scissors from a usb10242 had no electrical power. The procedure was converted to open leg to complete. The hosp did not report any pt effects. The product is returning.